Event description:
Dealer stated that the programmer for the joystick on an unknown power chair will start up, then shut down if it is turned off and back on a stop sign appears stating communication is lost.